Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6187822. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
One used sample was returned for evaluation. A visual inspection revealed that the sample was a syringe only without needle or hub and the needle was not inside the plunger rod. The syringe was examined and no defects or abnormalities were observed. Conclusion: an absolute root cause for this incident cannot be determined as without the needle hub, needle, or spring, bd was not able to duplicate or confirm the customer¿s indicated failure mode. A request for device history record has been sent to the manufacturing facility in canaan, CT. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that while giving a vaccine with a 25 g x 5/8 in. Bd integra 3 ml syringe with detachable needle, the device came apart and the spring and needle popped out. There was no report of injury or medical intervention.